Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. Additionally, the root cause for the non working charger is the oxidized contact pin, which is likely due to the use of leaking battery. This is combined initial and final report.

Event description:
It was not possible to recharge the dacapo powerpack anymore. During troubleshooting, electrolyte leakage was found. However, neither patient contact to battery chemistry nor any injuries were reported. The dacapo charger and dacapo powerpack were exchanged and the defective components were returned to headquarters.